Event description:
It was reported that the patient presented to the clinic due to an alert from their implantable cardioverter defibrillator (ICD). The tones were due to noise sensing from an external source, electrical magnetic interference (emi), and that the lead impedances and other lead trends are normal and stable. It was noted that the patient was cooking on an electric stove at the time of the episode. Discussed 60-cycle noise exposure. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.